Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since the battery (B)(4) performed as expected in the field, lasting more than 7 hours in some cases. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level; the battery performed as expected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's battery is only lasting about 2.5 hours after being fully charged. This behavior has been observed on more than four occasions. The patient alleged that there was no previous damage to the unit. The device was exchanged with no reported patient consequences. No further information was provided.